Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
Defective infusion cannula. Impossible to work with this material. No medical intervention or treatment was required.